Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. Review of the clinical data does not support the claim as reported. The device does not advise to shock and the shock button could not be pressed. Contact was made to verify that the clinical data received with the device was indeed from the reported event. The customer indicated that the received clinical data was the correct file for the reported event and the device received was also correct. There is no evidence to support the customer report as described, therefore the claim is being closed as unsubstantiated. No trend is associated with reports of this type.